Event description:
It was reported that a patient presented with signal artifact noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.

Event description:
New information received notes that issue was seen on remote. Corrective programming changes were made and the patient was stable.